Manufacturer narrative:
Concomitant medical products: product ID: 306001; lot#: unknown; product type: screening device. Product ID: 309201; lot#: unknown; product type: screening device. Other relevant device(s) are: product ID: 306001, serial/lot #: unknown, product ID: 309201, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. It was reported by a basic evaluation patient that their cables broke off badly. The patient reported that one was showing frayed at the end. The patient noted that they have contacted their health care professional (hcp) and that they were not sure about whether they will continue with the evaluation yet. The patient reported that they had tried to bring up the stimulation but their programmer had maxed out with no stimulation and the other side said the cables were not connected. It was noted that support link did collect that day¿s data however that they would not be collecting data until this was fixed. The patient stated they were waiting to see if they could fix it or if they would have to start all over again. No further complications were reported at this time.